Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a ureterorenoscopy (urs) flex procedure performed on (B)(6)2015. According to the complainant, during preparation outside the patient, the aiming beam was weak and no laser energy through the fiber. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The evaluation findings of fiber face at the sma connector shattered. (B)(4). A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with normal degradation; however, the pattern on the fiber face within the sub miniature-a (sma) connector appeared shattered. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was very weak. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.